Event description:
It was reported that at implant attempt, the helix would not deploy or retract properly and the physician had to push it out with the stylet after multiple turns. The lead was not implanted and was replaced.

Event description:
It was reported that at implant attempt, the helix would not deploy or retract properly and the physician had to push it out with the stylet after multiple turns. The lead was not implanted and was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the helix will not extend due to the distorted distal coil in the connector. The full lead was returned for analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.